Manufacturer narrative:
Updated field: b4, d8, e3, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and installed a new compressor. Unit passed all functional and safety testes. Returned unit back to customer.

Event description:
N/a.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) balloon stopped inflating and deflating. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, b5, d9, e1(initial reporter), g3, g6, h2, h6, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) balloon stopped inflating and deflating. There was no patient involvement.